Event description:
Thr distal end of the checkmate rotating hub (luer) is pulling off the manifold and the tubing falls off. The customer reports that they do tighten the detachable tubing per the instructions for use. New sets are used for the remaining portion of the procedure. No pt complications were reported.